Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 528 mg/dl at the time of incident. Customer treated with manual injection for high blood glucose. Customer stated that the insulin pump had a blank display and after inserting the new batteries display did not return. Customer stated that the contacts was not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. The device will not return for the analysis.